Manufacturer narrative:
The device was received for evaluation. During functional testing, an under infusion was reproduced. The device was tested for flow rate accuracy and delivered just outside 5% accuracy error. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be pressure plate travel out of adjustment and the pressure plate requires adjustment to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused during patient infusion. The patient was receiving normal saline (1000ml) infusing at 999ml/hr which the pump was programmed as. It typically takes 1 hour and 7 minutes to infuse but the amount infused over 1 hour and 27 minutes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.